Event description:
This case was initially received via regulatory authority igz on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("bloated abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: not known nickel allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), pain ("a lot of pain"), musculoskeletal discomfort ("joint complaints"), tendonitis ("inflamed tendons"), hypertension ("high blood pressure"), disturbance in attention ("concentration problems"), memory impairment ("memory problems"), ovulation pain ("painful ovulation"), burnout syndrome ("burn-out"), poor quality sleep ("poor sleeping"), fatigue ("fatigue"), arthritis ("inflamed shoulder joint"), device expulsion ("1 essure coil came out during menstruation") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal distension, pain, musculoskeletal discomfort, tendonitis, hypertension, disturbance in attention, memory impairment, ovulation pain, burnout syndrome, poor quality sleep, fatigue, arthritis, device expulsion and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthritis, burnout syndrome, device expulsion, disturbance in attention, fatigue, hypertension, memory impairment, musculoskeletal discomfort, ovulation pain, pain, poor quality sleep, tendonitis and uterine leiomyoma with essure. The reporter commented: insertion procedure without problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: all well the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04(B)(6) 2017 for the following meddra preferred term: abdominal distension. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.